Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: b5, h6, g3, initial aware date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that right ventricular (rv) lead exhibited high thresholds, low impedance warning and high v-v intervals. Cross chamber oversensing, decreasing impedance, loss of capture and noise were also noted. Rv lead insulation defect was suspected. It was also reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing, non capture, oversensing, high thresholds and variable impedance. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing, non capture, high thresholds and variable impedance. The rv lead exhibited chamber crosstalk, low impedance, decrease of impedance, high thresholds and non capture.

Event description:
It was further reported that the patient collapsed. The leads were reprogrammed and the patient will remain on short interval follow up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 4968-35 implant date (B)(6) 2014 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that right ventricular (rv) lead exhibited high thresholds, impedance warning and high v-v intervals. The rv lead re mains in use. No patient complications have been reported as a result of this event.